Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports a pain level of 10 due to aligner wear. Requested additional information about the pain for further support. Provided hh and tips due to issue of air gap on tooth #24.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.